Event description:
It was reported by the customer that a pyxis medstation es system printer prints continuously until it disconnects. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that printer prints continuously due to software issue. A technical support specialist addressed the a3sa issue, confirming that there were no documents pending or stuck on either the thermal or label printer. The specialist proceeded to reinstall the thermal printer and reboot the device, after which the medapp was successfully executed. The system functioned as intended after troubleshooting.